Event description:
The customer reported that while the unit was in use on a pt, the unit displayed a "no pt status available" message and the unit shut down. After power cycling the unit, the message disappeared. The customer removed the unit from service for eval. The pt was switched to another unit and therapy was continued. No pt injury was reported.